Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (1000mcg at 169.6) via an implantable pump for unknown indications for use. It was reported that while the catheter and the old pump was taken out of pump pocket a small fleck of catheter dislodged and came off catheter. The pump and proximal segment were replaced by a new 8784 segment then connected it to the old 8780 catheter. The catheter was able to be aspirated prior to new implant. There were no known environmental/external/patient factors that may have led or c ontributed to the issue. The medical history was asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot#/serial# (B)(6), implanted: (B)(6) 2017, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jun-2019, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump identified the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of two tests. Analysis of the 8780 catheter identified there was damage to the transition tubing. Analysis determined the collet was not fully locked into place. H6. Device codes: correction: a0104 and a1203 were updated/corrected to a04 regarding the catheter. Device codes: a24 and imf code f26 are applicable to the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1. Adv evnt/prod prob was updated/corrected to product problem only. Correction: serious injury was checked in error on the initial report and has been corrected to malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.